Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the wheels fell out of the unit when lifted. The base of the unit and all 4 wheels were replaced. The unit was returned to service.

Event description:
The hospital reported a failure of the wheels to operate as expected. There is no report of patient involvement.